Event description:
Consumer called to report meter reading soft of 73; minutes later (after low blood sugar symptoms) called the emt for assistance. Had a low reading on their meter (33), treated for low sugar.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.